Event description:
It was reported that, "doctor was removing a radius crosslink and the tip of the screwdriver broke off. It was not a big deal at all. We found the tip and made sure no other parts had been left in the patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.